Event description:
A pt service representative (psr) contacted zoll customer support while assisting a (B)(6) male pt to report that the pt's electrode belt was not functioning properly. The pt was given a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (electrode belt not functioning properly) has been confirmed. Upon evaluation, the pin connecting the ECG dome of electrode d was broken form the pcb inside the electrode. The cause of improperly functioning electrode belt was the detached dome pin from the pcb. The root cause of the detached dome pin was unable to be positively identified. No adverse event resulted from the damaged electrode. The pt received a replacement electrode belt.